Event description:
The following was reported to davol by the pt's attorney. On (B)(6) 2008, pt was implanted with composix kugel mesh. On (B)(6) 2010, pt was implanted with a ventralex patch and composix kugel mesh. Pt had surgery to attempt to remove portions of the ventralex patch and composix kugel mesh. The attorney's report alleges disability, infection, pain, adhesion, additional surgery, defective mesh, explant.

Manufacturer narrative:
Currently, it is unk whether the device may have caused or contributed to the reported event. The attorney report alleges that the pt was implanted with composix kugel mesh and two years later was implanted with a ventralex patch and composix kugel mesh. Also alleged is that on an unspecified date the pt underwent surgery to remove portions of the implants. No specific device failure has been alleged and medical records have not been provided. It has been alleged that the pt was treated for adhesions and infection, both of which are known possible adverse events listed in the IFU. The warning section of the IFU states: "if an infection develops, treat the infection aggressively. The prosthesis may not have to be moved. An unresolved infection, however, may require removal of the prosthesis." A lot number was not included in the attorney's report therefore a review of the mfg records could not be conducted. Additionally, no product was returned for eval. With the currently available info, no conclusion can be drawn. If add'l event and/or eval info is obtained, a f/u MDR will be submitted. See MDR 1213643-2013-00152 for info related to the composix kugel mesh that was alleged to have been implanted on (B)(6) 2008. See MDR 1213643-2013-00153 for info related to the composix kugel mesh that was alleged to have been implanted on (B)(6) 2010.